Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Summary: it was reported needle pull off during use in surgery. A foil package, a loose needle and a breakage suture were returned for analysis. During the visual inspection of the sample under 10x magnification, the swage and attachment area were as expected in the loose needle. Additionally, no thread residue was found in the hole needle. However, the suture was knotted ans suture end of the suture was found broken and with pinch marks near to the broken area appears to be by the use of a surgical instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, the assignable cause of suture needle pull off is due to improper handling of the sample.

Event description:
It was reported that a patient underwent a breast scar removal on (B)(6) 2018 and suture was used. During the procedure, the needle pulled off the suture. No adverse patient consequences were reported. No additional information was provided.